Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy: birth ¿ complication') and genital haemorrhage ('abnormal bleeding (general)') in a 29-year-old female patient who had essure (batch no. D14830, cs000z2) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression from 2011 to 2014 and anxiety from 2011 to 2014. Concurrent conditions included depression since 2017 and anxiety since 2017. Concomitant products included antidepressants, escitalopram oxalate (lexapro), levonorgestrel (mirena) and valproate semisodium (depakote). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and perineal pain ("perineal pain"), 1 day after insertion of essure. In 2018, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines /headaches"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and adnexa uteri pain ("left ovary area") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, weight increased, hormone level abnormal, psychological trauma, vaginal haemorrhage, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, fatigue, perineal pain, vaginal discharge and adnexa uteri pain outcome was unknown and the dysmenorrhoea, menorrhagia and dyspareunia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, adnexa uteri pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, pelvic pain, perineal pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, psych injury. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- pelvic pain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Imaging procedure - on (B)(6) 2016: confirmation test (unspecified). Results of confirmation test: other. Most recent follow-up information incorporated above includes: on 8-oct-2019: pfs received: event was added- abnormal bleeding (vaginal), urinary tract infection, vaginal infection, apareunia (inability to have sexual intercourse), bladder problems, urinary problems or changes, migraines / headaches, dyspareunia (painful sexual intercourse), fatigue, left ovary area, vaginal discharge and perineal pain. Product lot number,patient demographic details, reporter information and lab dada added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy: birth ¿ complication') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, weight increased, hormone level abnormal and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: confirmation test (unspecified). Results of confirmation test: other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporters information updated.event: injury were updated to pelvic pain , abdominal pain , dysmenorrhea (cramping) , gen. Abnormal bleeding, menorrhagia (heavy menstrual bleeding), psych injury , pregnancy: birth ¿ complication, device ineffective , weight gain, hormonal changes were added. No lot number or device sample was received in this case. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.